Event description:
It was reported via clinic notes received by the manufacturer that the patient continued to snore and that a prior sleep study had confirmed obstructive events with the vns. It was stated that the patient did not experience excessive daytime sedation. The patient tolerated his new vns settings and was to repeat a study to evaluate the severity of the obstructive sleep apnea secondary to vns stimulation. No additional relevant information has been received to date.